Event description:
The stem had broken midway or half way up causing the patient to experience pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devise associated with this report was not returned. A search of the complaint database did not show any other reports against the product and lot combination. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combination. Review of the attached x-rays by warsaw base business concluded the following observations: unknown factor is whether the fracture of the bone occurred prior to failure and if that was the cause of the fracture. Lateral-distal portion of the bone shows some resorption. Medial proximal portion shows resorption which may have led to excessive cantilever bending. No other observations could be noted. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.